Manufacturer narrative:
Other serious (important medical events) - this is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the head of the polyaxial screw implanted in the patient. It is important to note that once the rod implant is seated and locked into the tulip of the polyaxial screw, the fractured tip is prevented from dislodging as long as the rod remains firmly locked in place. The failure mode appears to be the result of a ductile shear overload condition applied during the screw insertion process. The exact cause of the overload could not be determined, but it is possible that incomplete tightening of the driver with the screw could be a contributing factor. Review of manufacturing history records found a total of 17 pieces of this lot were released for distribution on 10/2/2015 with no deviation or anomalies. A two-year complaint history review did not reveal any previous reports of this nature for the reported lot and no trend was identified for tip breakage on this part number. In effort to mitigate recurrence of reports of this nature, the surgical technique and/or other marketing communication will be updated and distributed to the field to addresses proper driver tightening and locking techniques.

Event description:
It was reported that during a procedure performed on (B)(6) 2016 upon insertion of a large diameter reform pedicle screw, the tip of the reform polyaxial driver with mechanical lock (hxx-39-0001) broke. The tip was left in the head of the screw implanted in the patient and the procedure proceeded utilizing another driver readily available in the set. No additional issues or delay to the procedure were reported.